Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please provide tracking number. Person of contact is or coordinator (B)(6) that reported it. We are unsure of how many sutures felt this way but 16 out of 24 was used. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an vascular procedure on an unknown date and suture was used. During a vascular procedure, multiple sutures from the same package detached from the needle. They don't know how many sutures were open or used. The user indicated that while passing the suture, it did not feel normal and required more force than expected. The suture was described as feeling different compared to typical use, and upon pulling through, it snapped. No patient consequences were reported. The device is expected to be returned. Additional information was requested.